Event description:
It was reported, "customer described a strange bumpy-like texture on the stylet. Seemed to be almost periodic bumps or markings, that were more prominent near the catheter hub, and less prominent towards the distal end." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.